Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that suction lost in the patient¿s left eye before the side cut was made. The surgeon decided to proceed with the side cut, lowering the energy to ten in the canal and bed settings lifted the flap without issues during lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows twenty-eight successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon interrupted the treatment twice by releasing the laser pedal during side cut. The reason why the user interrupted the treatment is not visible in the logfile. After the second interruption the treatment of the patient's left eye was aborted due to the user pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during side cut. The treatment was only ninety-seven percentage complete. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. The root cause is user handling and patient condition related. There is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).